Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.

Manufacturer narrative:
The pump was investigated in the field by a service engineer. Visual and functional testing were performed and the reported issue could not be confirmed. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Additional information g1 and h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.